Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb wall adapter. Subsequently, the pump battery fully depleted and the pump shut off. The pump was able to be turned on and charged successfully with an alternate usb wall adapter. Blood glucose level was 113 mg/dl. Replacement usb wall adapter sent to customer.